Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference: 3005334138-2017-00144, 2182269-2017-00099. During a ventricular tachycardia ablation procedure, a pericardial effusion occurred. The endocardial left ventricular map was reconstructed with both the ablation catheter and the steerable ep catheter. Both transseptal and transaortic access were performed and an introducer was delivered into the left ventricular via transseptal access. The patient became hypotensive and an echocardiogram revealed a pericardial effusion. A pericardiocentesis and surgery were performed to repair a laceration on the left atrium roof which stabilized the patient. There were no performance issues with any abbott devices.